Manufacturer narrative:
Following the investigation performed on the data log files from the subject surgery the root cause was identified in a residual software bug, due to reduction of the pc performance when images were loaded from pacs.

Event description:
It was reported that during a surgery the device shutdown. The system was rebooted and the surgeon was to perform the case.